Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error, and was unable to start a sensor session. There was no reported adverse impact to the customer related to the cgm error.